Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 months ago. The aortic bifurcation was narrow. It was reported that there was occlusion of the contralateral side of the stent graft starting from around the contralateral gate. The decision was made to perform an angiogram in order to decide what the course of action was. The following week a thrombectomy procedure was performed with a fogarty catheter followed by stenting in the kinked area. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: arterial and venous occlusion. Conclusion: narrow aortic bifurcation.